Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler set malfunction or product deficiency caused or contributed to this event. Staphylococcus epidermis is an organism that resides on human skin. Therefore, it is reasonable to associate the patient¿s peritonitis to touch contamination and/or contamination from the reported hole in the patient¿s pd catheter (not a fresenius product), as reported by the pd nurse. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. On (B)(6) 2019 the patient experienced symptoms of pain and cloud effluent and visited the emergency room (ER) the same day. A culture of the patient¿s pd effluent was taken and yielded growth of staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic vancomycin(dose and strength unspecified). The patient was sent home that day and was not admitted. The peritoneal dialysis registered nurse (pdrn) indicated that the cause of the peritonitis is unknown, however, it was reported the patient had a hole in the pd catheter. The pdrn indicated the cause was likely touch contamination. The pdrn stated the patient¿s peritonitis was unrelated to pd therapy or the use of any fresenius device(s), drug(s) or product(s). There were no alleged fluid leaks or product issues related to the event. No devices or samples were returned for physical evaluation by the manufacturer.